Event description:
This letter is to inform you of receipt of information about an adverse event regarding a product which (B)(6) did not manufacture or import. It was reported that the patient presented to the hospital with weakness and fever. Upon examination, it was found that the patient developed an infective endocarditis condition. Blood culture was positive for staph aureus, and transesophageal echocardiogram (tee) confirmed vegetations on cardiac valve and non-medtronic pacemaker leads. It was unclear what was the cause of infection, but the pacemaker implant pocket was intact. The pacemaker system was explanted. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).